Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they noticed corrosion at the bottom of the battery compartment a few weeks ago but today the screen started to appear fading. The customer¿s blood glucose level was 10 mmol/l. The customer had tried to clean battery cap with alcohol wipe but it does not go away. The insulin pump was not bumped, dropped or exposed to moisture. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was corroded. Customer stated the spring was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly. Device received with cracked case window corner, cracked belt clip slot and cracked reservoir tube window.